Manufacturer narrative:
Device is combination product. (B)(4). The stent was returned for analysis. The visual examination of the device found proximal stent strut damage; a number of struts had been bunched back distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention, the stent was unable to cross the lesion. The 80% stenosed lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. Predilation was performed with a non bsc balloon. The 2.75x24mm promus element plus stent product analysis revealed stent damaged.